Event description:
A consumer reported experiencing left eye pain, congestion and difficulty keeping the eye open after several hours of lens wear. She visited a doctor and was prescribed anesthetic eye drops. Three days later, she visited the doctor again and was diagnosed with corneal damage. Pus was removed using a scalpel and prescribed unspecified eye drops again. Several requests for additional information have been made, however, no further details have been provided.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "the case is considered as a possible infectious corneal ulcer". The device history records & sterility records have been reviewed by manufacturing and found to be in compliance.